Event description:
It was reported that the pressure data is not reading correctly.

Event description:
It was reported that the pressure data is not reading correctly.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. The pneumo sure was visually inspected for damages, none were present. The warranty seal was in-tact. The unit was opened to check for red led's on the boards, none were present. The pneumo sure was then connected to a gas bottle and dummy lap. The set pressure at 15mmhg and was able to depict the actual pressure on the display. The unit passed functional testing and were unable to duplicate complaint. Probable root causes could be user error or a leaking tubeset. The product was returned for investigation, however the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.